Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of the infection could not be established.

Event description:
It was reported that the patient experienced a fever due to a suspected infection. Antibiotics were administered, however, as it was unknown if the infection was related to the pacemaker system, both leadless pacemakers were explanted as well. There were no further patient consequences.